Manufacturer narrative:
Product event summary: the radiofrequency (rf) head failed incoming functional testing and was found to have internal corrosion. It was also noted that the rf head cable was electrically out of specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.